Event description:
A male patient contacted customer support to report that there was no power to his battery charger. Support ensured the outlet was working, the cord was plugged into the power brick correctly and that the cord was plugged into the base correctly. There was no led on the power brick or the charger. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord to the power supply brick was damaged preventing the charger from powering up. With a new power cord the charger operated according to specifications. No adverse event resulted from the damaged charger. The patient received a replacement charger.